Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had her poly liner slipped and was replaced with a metal liner and head. This year the patient had elevated metal levels and would need to undergo another revision surgery but doesn't want to pay for the surgery. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (unk hip).

Manufacturer narrative:
Product complaint # : (B)(4). This is a duplicate report of 1818910-2019-85282 or 1818910-2019-85133 . 1818910-2020-10424 is being retracted as it is a report duplication. 1818910-2019-85282 or 1818910-2019-85133 will be kept for investigational purposes.